Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported seeing a consumer for a post-operative appointment and noted the spine incision area was reddened and tender. The consumer was concerned about infection, but the physician assistant (pa) felt it was surface irritation from the consumer's reaction to the surgical dressing. The pocket site was very swollen and tender. The consumer was only getting two coupling boxes on her recharger. The pa suspected hematoma, but the consumer chose no surgical intervention at this time. Lab work and antibiotics were ordered, and another appointment set. The consumer had previously been seen in doctor's office for concerns about infection at the surgical sites. Follow-up was being conducted to determine results of lab work, any further interventions planned, and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included spinal pain.

Event description:
Additional information received reported that the patient's hematoma was resolving without surgical intervention. No additional information was provided.